Manufacturer narrative:
Device evaluation: the zilver ptx [zisv6] device of unknown rpn and lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zisv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0117-5) states the following: ¿the zilver ptx drug-eluting peripheral stent is intended for use in the treatment of symptomatic vascular disease of the above-the-knee femoropopliteal arteries having reference vessel diameter from 4mm to 7mm.¿ there is evidence to suggest the user did not follow the IFU. The japanese packaging insert c-ci1502m02 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause of the user not reading or following the IFU was identified from the available information. From the available information it is known that the device was used in the subclavian vein. This is outside of the validated state and the intended use of the device and is off-label use. Summary: the complaint is confirmed based on customer testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted due to the investigation being completed on (B)(6)2021. Shintaku 2019 ¿the efficacy of drug-eluting stent for recurrent central venous restenosis in a patient undergoing hemodialysis¿ balloon angioplasty was performed using a conventional balloon catheter (10 mm × 4 cm). One des (8 mm × 4 cm; zilver ptx) was carefully deployed at the in-stent restenosis to keep the entry of the cephalic arch open, followed by additional dilation using a conventional balloon catheter (8 mm × 8 cm). Then, the cephalic arch stenosis was dilated using the same balloon catheter from the cephalic vein. Good outflow through the stented segment and cephalic arch with only partial filling of the collateral veins were observed this complaint file was opened to capture off-label use of the zilver ptx- zilver ptx placed in subclavian vein. Although additional implantation of a second des was required 14.6 months after the first des placement, freedom from tlr extended from 4.4 months to more than 8.6 months.

Manufacturer narrative:
PMA/510(k) #p100022/s014. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions

Event description:
Shintaku 2019 ¿the efficacy of drug-eluting stent for recurrent central venous restenosis in a patient undergoing hemodialysis¿. Balloon angioplasty was performed using a conventional balloon catheter (10 mm × 4 cm). One des (8 mm × 4 cm; zilver ptx) was carefully deployed at the in-stent restenosis to keep the entry of the cephalic arch open, followed by additional dilation using a conventional balloon catheter (8 mm × 8 cm). Then, the cephalic arch stenosis was dilated using the same balloon catheter from the cephalic vein. Good outflow through the stented segment and cephalic arch with only partial filling of the collateral veins were observed this complaint file was opened to capture off-label use of the zilver ptx- zilver ptx placed in subclavian vein. Although additional implantation of a second des was required 14.6 months after the first des placement, freedom from tlr extended from 4.4 months to more than 8.6 months.